Event description:
It was reported that patient had several intermittent catheters that did not have any fluid holes at the end. Patient said additionally the urine exit holes on these catheters were too small and that not all the holes at the end have been the same size. Patient said it was easy to tell because the fluid volume and speed at which the fluid exits was slower.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. A labeling review was not performed because labeling could not have prevented the reported failure. Correction - e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had several intermittent catheters that did not have any fluid holes at the end. Patient said additionally the urine exit holes on these catheters were too small and that not all the holes at the end have been the same size. Patient said it was easy to tell because the fluid volume and speed at which the fluid exits was slower.